Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: the last bolus and the last basal delivery were on (B)(6) 2015. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. An ezbg bolus and an ezcarb bolus were manually calculated and the pump returned the correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. There were no errors, alarms or warnings during the 24 hour testing. The original complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) of 500 mg/dl that dropped to 23 mg/dl with convulsions, confusion and difficulty waking up associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and emergency protocol was initiated. The reported stated that the patient was treated by their healthcare provider with IV glucose, glucagon injection and oral carbohydrates as needed. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched the active basal program total and were as expected. It was reported that the patient tends to ¿crash in the night¿. This complaint is being reported because the patient allegedly experienced a serious bg excursion while on the insulin pump.